Event description:
This rv lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018, it was reported that the rv lead exhibited impedance greater than 3000 ohms. The following physician was dr. (B)(6) at (B)(6) clinics in dearborn, ml. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).